Event description:
Litigation papers allege pt experienced severe pain and discomfort, began walking with a limp, experienced swelling in her lower extremity, and has exhibited the symptoms of a loose implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.